Event description:
The following was reported: stryker was contacted by a patient via phone call stating they have had two revisions involving stryker devices. This report is for revision #1 involving cone conical implant.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.